Event description:
Advocate stated that her mother was treated by the ems team for low blood glucose. She was given orange juice. Another blood test was performed and the ems team received a reading of 71mg/dl on their meter while the customer received a 221mg/dl on her breeze2 meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.